Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump suspended during the night and it continued in the morning. The blood glucose reading was 270 mg/dl. The customer attempted to enter a calibration, but it was not accepted. The insulin pump also alarmed change sensor. The customer will upload the information to carelink to analyze the reports.